Event description:
The customer reported that she was not getting insulin and was experiencing high blood glucose of 336mg/dl overnight, but the insulin pump did not alarm. The blood glucose reading was 336mg/dl. After changing a new infusion set, troubleshooting was performed and the device alarmed no delivery. The customer mentioned having issues in the past and each time the insulin pump is replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.